Event description:
It was reported that patient presented to the clinic with elevated short interval counts. During testing t-wave oversensing was identified while pacing in the right ventricle. Isometrics and manipulation were attempted to reproduce oversensing, however, it was found to be premature ventricular contractions. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable cardioverter defibrillator, (ICD), (B)(6) 2008; 5076 implantable pacing lead (B)(6) 2008.